Event description:
Customer reported a malfunction with their pump, identified by malfunction code malf 0, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, as the malfunction code was resettable. Customer was advised to continue using the pump but to contact support again if the malfunction reoccurred, which they acknowledged and understood.